Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test results repeated inratio test results provided by end-user at time complaint was filed. The results and calculation are as follows. As per internal procedure, if the repeated inratio value is greater than 20%, the criterion is not met. For this event the %cv is 41.34% so, criterion is not met. Product will be investigated.

Event description:
The caller alleged discrepant results when compared with inratio repeated test in the meter. The results are as follows: 2008: 4.2, same day: 2.3.